Event description:
During a tfn procedure surgeon inserted the nail as surgeon was inserting the blade it binded and would not go through the nail. Surgeon removed the blade and the nail, selected a new nail and blade and completed the procedure with no further problems. It was noted the locking mechanism in the nail was advanced prior to the box being opened. This is 2 of 2 reports.

Manufacturer narrative:
A review of synthes device history records for mfg revealed no complaint related issues. The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.